Event description:
Procedure: watchman flx implantation anesthesia: monitored anesthesia care indication: a shared decision was made to proceed with a watchman device for left atrial appendage occlusion. Transseptal puncture was achieved. The patient had a large patent foramen ovale through which the sheath automatically crossed over and so we did not have to radiofrequency to get across the septum. The sheath appeared to cross in a safe location and so the transseptal access was obtained through this. After the access, as we were assessing the entry site on transesophageal echocardiogram, bubbles were noted to crossover from the right to left side. The patient did have transient inferior st elevations. Overall, he remained hemodynamically stable. The st elevations persisted for a few minutes and then resolved spontaneously. The bubbles also resolved at this point. He remained hemodynamically stable throughout the procedure. Watchman flex sheath was flushed meticulously and then we placed a pigtail catheter over the sheath until it was positioned in the left atrial appendage as visualized by both fluoroscopy and transesophageal echo. We then performed a angiogram in the right anterior oblique caudal position which helped size the watchman device. We then prepped the watchman delivery sheath making sure there was no bubbles and hooked the system to the manifold. We then advanced the system through the sheath and we positioned the system just within the ostium of the left atrial appendage. Following this we created our "flex ball" and advanced the delivery system until we had occlusion of the left atrial appendage. A 35 mm watchman device was selected. Heparin was used for anticoagulation maintaining therapeutic activated clotting times. We made sure there was no effusion, and the myocardium was contracting well. After first deployment we had an excellent seal of the device with good compression, a good tug test, contrast injection, and color doppler. After all pass criteria met, we decided to deploy the device without any issues. Focused study during watchman procedure. Left ventricle cavity size is normal. Left ventricular systolic function is in the normal range. Visually estimated ef is 62%. Right ventricle cavity is normal. Right ventricular systolic function is normal. Following second transseptal puncture, there was evidence of agitated saline in the left atrium and aorta. Subsequently, there was transient st elevation on the monitor and the septum and inferior wall appeared echo bright and slightly hypokinetic. There was no evidence of aortic injury. After 5 to 10 minutes, the st elevation resolved, wall motion became normal and the appearance of the myocardium was less bright. Findings are most consistent with transient air embolus down the coronary arteries. Large, trabeculated left atrial appendage with normal emptying velocities. No thrombus. Successful implantation of a 35 mm watchman flx left atrial appendage closure device. 17 to 27% compression. No residual flow around the device. There is an iatrogenic asd as part of the watchman procedure. No pericardial effusion. Compared to the transthoracic echocardiogram from (B)(6) 2024, the patient has undergone implantation of a left atrial appendage closure device. At the time of this report, patient remains unresponsive, on vent, no meaningful neurological recovery noted after sedation weaning over past 24 hours; transitioned to comfort care and terminally extubated.